Manufacturer narrative:
On follow-up it was reported that the event occurred early in february. We are submitting feb. 1 as the earliest date possible. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the bur wobbles in the handpiece. There was no known patient impact. On follow-up, it was reported that the handpiece was being used on a patient during stapes surgery. There was no patient or staff impact.